Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Troubleshooting for needle hub stuck in serter was performed. Customer advised the needle hub and sensor were not inside the serter. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.